Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two smart coils in the target vessel using the microcatheter and handle. Subsequently a third smart coil unintentionally detached. Therefore, the physician implanted the third smart coil in the target vessel. It was reported that the same issue occurred with the fourth smart coil; therefore, it was also implanted in the target vessel. Subsequently, the physician advanced a fifth smart coil using the microcatheter to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. It was reported that the same issue occurred with the sixth and seventh smart coils; therefore, they were also removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00189.